Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/13/2013 with the following results: no peeling or tears in the keypad. The up button has an intermittent response. Other buttons respond properly. Removed the keypad and found contamination under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the symbols on the 'up', 'down', and 'ok' buttons are worn and make a cracking noise when pressed. The patient has to press 'up' and 'down' buttons a few times before they work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.